Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Microscopic inspection showed heavy charred tissue and charred blood build up around the bisector blade and the electrodes. There was heavy charred tissue buildup on the flex shaft. The chunk of tissue ( as seen in the video) was not returned with the device. There were signs of blood on the cannula¿s bisector carriage and bisector toggle. The bisector carriage could extend, rotate and retract the bisector shaft without any non-conformances. The bisector toggle could advance and retract the bisector blade smoothly. An electrical evaluation was performed as per the instructions in the IFU. The generator was set at 18 watts. A pre cautery test was performed using sterile gauze soaked in saline. The electrodes were touched against the gauze and the generator was activated via the foot switch. As soon as the generator was activated, steam was observed and sizzling sound was heard indicating the proper functioning of the device. Occasional arcing on the electrodes was observed. No fire or flame, as seen on the video, was observed. Based on the returned condition of the device the reported complaint was not confirmed for the failure mode ¿fire¿ but was confirmed for the analyzed failure mode ¿arcing¿. The DHR was reviewed. No non- conformances were observed in the DHR. The device lot meets all the requirements and specifications. It passed all the tests prior to the release of the lot.

Event description:
The hospital reported at the end of an endoscopic vein harvesting procedure, there was a flame coming out of the vv 6 pro bipolar jaws/cannula. They used a different cable and generator but the flame would still generate. No replacement device was used. The hospital did not report any patient effects. The settings for valleylab generator force fx were 25 watt ¿macro¿ and the footpedal was the ¿mouse like¿ version.

Manufacturer narrative:
Corrected section: gender changed to male; (B)(4).

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported at the end of an endoscopic vein harvesting procedure, there was a flame coming out of the vv 6 pro bipolar jaws/cannula. They used a different cable and generator but the flame would still generate. No replacement device was used. The hospital did not report any patient effects.